Event description:
Physician was inserting a port-a-cath p.a.s. Port and was not able to remove the guide wire. The physician used another port-a-cath (same lot number) and had same problem. Finally, on the third attempt with a third catheter, the physician was successful in placing the catheter.physician felt this was a device problem and noted the same problem occurred approximately 2 weeks ago with is device of the same lot number.